Manufacturer narrative:
B5 - describe event or problem: updated. H6 - medical device problem code 2017 added. Visual analysis was performed on the returned device. The reported separation was confirmed. The reported difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. The electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported by the account that the balloon was inflated twice at 20 atmospheres (atms) and 22 atm. It should be noted that the coronary dilatation catheters (cdc), nc trek, rx, global, instruction for use (IFU), : balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the nc trek device is 18 atm; therefore, rbp was exceeded. In this case, it is unknown if the IFU violation caused or contributed to the reported compliant. The investigation was unable to determine a conclusive cause for the reported difficulty removing the device; however, the reported separation and unexpected medical intervention appear to be related to circumstances of the procedure. Possible factors that can contribute to difficult to remove/resistance with the guiding catheter post-inflation include, but are not limited to, loose balloon folds, guiding catheter lumen obstructions, kinks, bends, procedural technique, insufficient support or interactions with other devices. Additionally, it should be noted that the IFU states: with 4.5 mm and 5.0 mm balloon dilatation catheters, some increased resistance may be noted upon insertion or withdrawal into or out of the guiding catheter. In this case, a conclusive cause for the reported difficulty removing the device could not be determined. Furthermore, it is likely that the bdc was inadvertently mishandled during removal, as resistance was encountered, resulting in the reported separation. Additional treatment with a micro snare was performed to retrieve the separated portion. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed medwatch report, additional information was received. The nc trek balloon was inflated to 22 atmospheres which is above the rated burst pressure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat the ostium of the right coronary artery. A 4.5x12mm drug eluting stent was placed. The 4.50x12mm nc trek balloon dilatation catheter (bdc) was used for post dilatation. The balloon was inflated twice and then deflated completely. During retraction of the bdc into the 6 fr guiding catheter resistance was met. The balloon was checked again to confirm it was completely deflated. The bdc was again attempted to be retracted and resistance was met. Minimal force was applied and the shaft separated. A micro snare was used to retrieve the separated portion. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.